Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported insulin pump's display screen had scratches and it was affecting ability to read the screen which resulted in delivering too much insulin sometimes. Customer stated that there were crack around the display screen. Customer stated that there were condensation under the screen. Customer stated that insulin pump rewind slower than it was used to be. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.